Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop headaches, nausea, sore throat, and congestion. The patient required medical intervention in the form of a prescription antibiotics and steroids. In previous report, section b5 was mentioned incorrectly. Correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, nausea, lightheadedness, sore throat, and congestion. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found unknown dust like white and black contamination and some potential very small hairs or fibers at the air input of the blower box. Potential light dust on top of the blower motor and blower motor seal. Tiny specs of white contamination on the bottom of the blower box. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors logged while was powering device on. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dust, white and black dust, white specs found were external to the device. The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section b1, b2, d9, g3, h3, h1, h6 has been updated or corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop headaches, nausea, sore throat, and congestion. The patient required medical intervention in the form of a prescription antibiotics and steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.